Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a (B)(6) registry regarding a patient receiving medication via an implanted pump. The indication for pump use was malignant pain (head/neck). The pump logs received (B)(6) 2016 indicated that a motor stall occurred (B)(6) 2015 at 22:39 and a motor stall recovery occurred (B)(6) 2015 at 23:10.

Event description:
Additional information was received from a healthcare provider via a product surveillance registry. The pump was delivering hydromorphone (2.0 mg/ml) at 0.6610 mg/day, bupivacaine (10.0 mg/ml) at 3.305 mg/day, droperidol (100.0 mcg/ml) at 33.05 mcg/day, and clonidine (100.0 mcg/ml) at 33.05 mcg/day. The patient's past medical history included pain and peripheral neuropathy. The cause of the motor stall was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.